Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous shunt. A 6.0mmx 50cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 10 seconds. The procedure was completed with a different device. No patient complications were reported.